Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2009. Patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2010. After his surgeries, patient experienced pain and discomfort in both hips, along with metallosis exposure, excessive levels of cobalt and chromium in his blood, and other injuries presently undiagnosed. Patient has not scheduled revision surgeries for either side.